Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Should additional information become available, a follow-up report will be submitted.

Event description:
The intensive care nurse reports during hospitalization the patient developed a 0.5 by 0.5 inch wound of unknown depth on the external posterior anus at the six o'clock position. The fecal management device was not removed. The volume of fluid in the device's balloon and the date the fecal management device was inserted are unknown. It was further reported the wound team consulted and recommended topical xenaderm ointment treatment (date/length of treatment is unknown). The wound improved with treatment and the patient was discharged from the hospital.